Event description:
A healthcare professional reported that during an endovascular embolization, a 4mmx16mm enterprise vascular reconstruction device (product code: encr401612, lot number: 9335200) was impeded in y connector and could not advance any more. The stent was found detached from the delivery wire in y connector. The doctor removed the y connector and removed the stent and then switched a new stent to complete the surgery. The unspecified microcatheter was not replaced. There was no patient injury reported. Additional event information received on 29-dec-2025 indicated that they were not able to torque the device. There was no evidence of physical material within the device. The microcatheter used was a prowler select plus (product code: 606s255, lot number: 31561628). The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedure prolongation/delay due to the event.

Manufacturer narrative:
Manufacturer ref#(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6) since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Premature stent deployment in microcatheter is a known potential complication associated with the use of this device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.